Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The forceps elevator was found to have foreign material. Scratches were found on the objective lens, image guide protector, side cover on the body control unit (bcu), universal cord, control unit, distal end and the acoustic lens. Discoloration was found on the light guide lens, universal cord and control unit. The electrical connector was dirty and corrosion was found on the ultrasound connector of the contact pins. Dents were found on the nozzle, breakage was found on the light guide bundle, a chip was found on the objective lens, the adhesive on the rubber of the bending section cover was detached, the cylinder was shaved and the distal end was burned. The channel tube was also found to be damaged, causing water tightness to be lost. Due to the wear of the angle wire, the bending angle in the up/down/left/right direction and the play of the up/down and right/left knob does not meet the standard value. Due to the clogging of the nozzle, water removal ability does not meet the standard value. Due to damage on ultrasonic cable, the displayed ultrasound image was defective with missing elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the rubber on the evis exera ii ultrasound gastrovideoscope was leaking. During the inspection and testing of the returned device, foreign material was found on forceps elevator, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the user facility. If additional information becomes available, a supplemental report will be submitted.

Event description:
The leak was observed during reprocessing.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the malfunction could not identified. However, the investigation determined there could be potential causes: since air leaks are generated from the forceps channel, the nozzle may have been obstructed due to poor cleaning. The water removal capacity may not meet the standard value causing foreign matter to remain in the forceps elevator with air leaks occurring from the forceps channel. The instructions for use (IFU) instructs users how to handle the scope and inspect the scope for this type of failure: inspection of the endoscope: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.